Manufacturer narrative:
An event of retraction problem and valve capsule damage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, the cause of the reported valve capsule damage appears to be a cascading effect of the retraction problem. However, a cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During the initial positioning and release up to the lock, it was noted that the prosthesis was more ventricular, lower than expected. When attempting to recapture the prosthesis during the first recapture, the valve did not fully encapsulate in the flexnav, where a wrinkling in the valve capsule was identified. The physician mentioned there was the tortuosity of the ascending aorta. There was no issues noted on the first 25mm navitor valve. A new 25mm navitor valve and small flexnav delivery system were chosen and completed the procedure. There was no delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction problem and valve capsule damage was reported. The flexnav delivery system, was returned to abbott for investigation. All components were confirmed to meet functional specifications when analyzed under non-physiological conditions. The inner shaft was observed to have a bent damage consistent with use-related stress. The proximal end of the valve capsule showed accordioning and kinks at the distal end, consistent with use-related stress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, the cause of the reported valve capsule damage appears to be a cascading effect of the retraction problem. However, a cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.